Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 57 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: safety and efficacy of high-rate cutoff and long detection interval ICD programming in secondary prevention patients. Heart and vessels. 2017;32(2):175-185. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (ICD) and cardiac resynchronization therapy defibrillators (crt-d). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that patients experienced arrhythmic syncope. Additionally it was noted that several patients received inappropriate therapy due to atrial fibrillation and atrial tachycardia. The status of the devices is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.